Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced electrode extrusion. On (B)(6) 2017, the recipient underwent repositioning surgery.